Event description:
Customer reported a malfunction alarm identified by code malf 16, but no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to return the problematic pump using a pre-paid label within 10 days and to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.